Manufacturer narrative:
No conclusion code available. Final analysis found premature battery depletion. Trending data showed the device had high current during implant. Current was normal when the device was evaluated on the bench. No high current drain sources were found through out bench or stress testing. The device functionality was tested and no anomalies were detected. The cause of the high current could not be determined as the high current could not be reproduced. (B)(4).

Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found premature battery depletion. Review of the device image noted high current drain during implant. The device was tested on the bench and no high current drain sources were found. The cause of the high current drain could not be determined.